Event description:
User experienced a leak from the analyzer which extended to the outside of the analyzer and into the walkway. User also noted a burning smell from the analyzer, no smoke or fire were noted. No pt samples were involved. No operators were harmed. The field service rep determined the st1 probe was not secure and replaced the damaged parts. Performance tests were performed.